Event description:
During a clinic follow-up, a decrease in the battery voltage was observed and premature battery depletion was suspected. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and revealed the battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was revealed to be the root cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Corrected data: d6a.